Event description:
It was reported that during a cholecystectomy procedure, the clips are scissoring. Same like device used to complete the case. No patient consequences were reported. The device came from flex tray kit xcb52s.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.